Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. The housing was removed from the back end, no damage was observed. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley on the distal end at the grip-crimp location. The instrument failed the electrical continuity test. The instrument was also found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on the exterior. The thermal damage to the yaw pulley is unrelated to the broken conductor wire. The damage measured approximately 0.036" x 0.078" in length. This type of failure is most commonly caused by collision with another energized instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tie-rod was broken. The procedure was completed with no reported injury.